Event description:
It was reported that prior to using a bd ultra-fine¿ ii 3/10ml insulin syringe 30g x 5/16" (0.30mm x 8mm) short needle u-100 84x5count, the barrel was cracked and the hub separates from the device. The following information was provided by the initial reporter: tthe barrel was cracked and the device was separated.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that prior to using a bd ultra-fine¿ ii 3/10ml insulin syringe 30g x 5/16" (0.30mm x 8mm) short needle u-100 84x5count, the barrel was cracked and the hub separates from the device. The following information was provided by the initial reporter: tthe barrel was cracked and the device was separated.

Manufacturer narrative:
H6: investigation summary: customer returned (1) loose 3/10cc syringe. Customer states that the barrel was cracked. The returned syringe was examined and exhibited the hub assembly separated from the barrel. Unable to perform DHR check for needle hub separates due to unknown lot number. Embecta was able to duplicate or confirm the customer¿s indicated failure (hub separates). CAPA pr1630423 has been opened to address this issue. H3 other text : see h10.